Manufacturer narrative:
The device was returned for evaluation. The device is used. T1, t2 and suture were all received freed from the delivery needle. There is some twist of the delivery needle. There has been an unusually large suture loop created by the pulling back of t1 toward the tail end of the suture vs. Cinching it. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A functional test was performed. The device cycled and actuated as intended. No root cause related to the manufacture of the device can be established. User error cannot be ruled out. No further investigation is warranted.

Event description:
It was reported that both t1 and t2 deploy at the same time. No patient injury reported.